Manufacturer narrative:
The instrument was not returned for analysis as it is still in use by the site. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that the surgeon had a hard time securing the screw on the double process clamp. The surgeon had to open the clamp all the way to fit on c2 and then was unable to get the screw to engage with the threads. The doctor decided to move the clamp to c7. This issue occurred with both short and long versions of the clamp. Technical services indicated that extra pressure must be added to engage the screw threads. It was suggested to stabilize the clamp with the hand while using the t handle. The procedure was completed with a 5 minute delay and no impact to patient outcome. This report is in reference to the tall clamp.